Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noticed abnormal electrical energy regarding the 8mm permanent cautery hook (pch) instrument and there were signs of charring at the tip. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer meant no energy when they stated they experienced 'abnormal electrical energy'. No event details were provided. Arcing was observed during the procedure, while dissecting, and when using a fenestrated bipolar forceps instrument. The arc appeared to originate from the subject instrument; the instrument tips were in contact with tissue, but they did not touch any staples, clips, or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The surgeon attributes the thermal damage observed at the instrument to a quality issue. The instrument did not collide with an energy instrument during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have thermal damage on the monopolar yaw pulley. Material appears to have burnt off from the charring that occurred near the yaw pulley on the tip. Components adjacent to the yaw pulley do not show thermal damage. The instrument passed the electrical continuity test. Components adjacent to the yaw pulley do not show thermal damage. No damage found on cables or wires. The complaint regarding [add complaint details] was confirmed by failure analysis. The probable root cause of the thermal damage is primarily attributed the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation.

Event description:
Refer to h11 for follow-up information.